Event description:
It was observed that during the device evaluation, the subject device air/water cylinder, and air/water tube had foreign objects, and the plastic cover (c-cover) was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the identified failures is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.